Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he treated a hyperopic patient on (B)(6) 2015 without removing epithelium and as a result patient will require a retreatment once manifest refraction and cycloplegic refraction are stable.